Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 378mg/dl, and she was treated with an insulin drip. The customer experienced headache, abdominal pain, and nausea. The customer mentioned that the events leading to her admission was constipation. The customer also mentioned that the cannula was bent. Advised the customer to change the entire infusion set and reservoir. The customer declined to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.